Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead only delivered right ventricular pacing due to the position of the lead. The lead was explanted and replaced. No patient symptoms were reported.